Manufacturer narrative:
A ge representative evaluated the system and repaired a connector on the relay board. The system operates as intended.

Event description:
The customer reported, the system will not produce a film image. No pt injury was reported.